Event description:
The patient was treated for an aaa aneurysm in 2008. Two hours, post-procedure, the physician assessed the patient's left foot to be cool. On the same day, the patient returned to the or for a cut down of the left common femoral artery, the superficial femoral artery and the deep femoral artery. A vessel flap was discovered covering the lumen and creating vessel occlusion. An endarterectomy was performed and the vessel occlusion was repaired. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.